Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The patient reportedly experienced a blood glucose (bg) value of 467mg/dl with nausea. The patient reportedly did not require any medical intervention. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management. The reported adverse event with symptom does not meet the animas criteria of an adverse event. The patient reportedly remained on the pump. This complaint is being reported due to the alleged inaccurate delivery issue with the pump.